Manufacturer narrative:
- B5 (problem description): was updated to a more concise description of the case.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance over the past years, to the point of being out-of-range of over 125 ohms. It was recommended to keep monitoring the patient and to consider a commanded shock if the measurement gets close to 145 ohms. This rv lead remained in service until it was eventually surgically abandoned and replaced with another rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance over the past six months, and were now out of range greater than 125 ohms. Recommend monitoring at this time, and to consider a commanded shock when the range gets close to 145 ohms. The lead remains in-service. No adverse patient effects were reported.